Event description:
The nurse reported that the home patient had acquired peritonitis. It is unknown if the patient was hospitalized or was treated for the peritonitis. It was unknown if the patient had recovered from the peritonitis event. No additional information is available at the time of this report.

Manufacturer narrative:
(B)(4). This condition could not be confirmed, as the disposable set was not returned to baxter. Therefore, the cause could not be determined. If additional relevant information becomes available, a follow up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.